Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, hematuria, leakage, cystocele, stress incontinence, frequency and urgency. Furthermore, it was reported that the plaintiff died. The causes of death were reported as chronic obstructive pulmonary disease oxygen dependent, chronic kidney disease stage 3, diabetes and hypertension. Related to manufacturer report #:(B)(4).